Event description:
Tip of needle deflected off bone. The needle was redirected and fired again, but the tip sheared and became entrapped in the para spinal musculature and vertebral body. Tip still in patient/will not hurt patient where located.

Manufacturer narrative:
Two unused samples were received for evaluation and tested and the reported issue could not be confirmed. Without the actual device used during the procedure, we are unable to determine the root cause. A review of the device history record for the lot number reported was reviewed and no issues were found. Therefore; we are unable to determine the exact cause for the issue you have reported.